Event description:
The customer reported the image on the screen jumps around, a monitor failure and an electrical failure. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the monitor. System operates as intended. (B) (4).